Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 28 x 3.50 promus premier select drug-eluting stent was advanced but could not cross the lesion and during the procedure the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found damage along the shaft polymer extrusion at approx. 3 mm distal of the bicomponent bond extending distally for approx. 14 mm. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 28 x 3.50 promus premier select drug-eluting stent was advanced but could not cross the lesion and during the procedure the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the 70% stenosed target lesion was located in the tortuous and mildly calcified right coronary artery with significant bend.